Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the sheath was successfully activated without any difficulty and no irregularity was noted during simulation. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Moreover, we have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a medical assistant activated the safety sheath post injection, heard the audible click and then set it down on a table instead of disposing it into a sharps container. As she went to pick the needle back up, the needle became unsecured in the dual locks and went through the side of the sheath and stuck her in the finger. The medical assistant was seen at a priority care center for preventative bloodwork and to make sure she was okay. The patient current condition is healthy. The estimated blood loss was less than 250cc's. Additional information was received june 27, 2019: it was reported that hcp has went back to work, and in good health. It has been confirmed that the injected patient was not impacted and had received the injection as intended. The facility did not feel this was a serious issue.